Event description:
It was reported that the right atrial (ra) lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead had dislodged shortly after implant. More than 4 years after the lead was capped, the lead was removed with laser extraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable defibrillation lead (B)(6) 2006. (B)(4).